Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were observed to be cracked during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2013-00276 for the related report.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were not returned. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).